Event description:
The customer claims that the alarm will not alarm when pressure is taken off the sensor or when the unit is turned on with no sensor pad attached to the alarm. Also, the led display is misaligned. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results: evaluation of the returned product found that the alarm initially had no sound after it was powered on then after a few seconds the speaker was sounding, but only momentarily for about 10 seconds. The sensor receptacles are alerting the nurses station when pressure is taken off the pad or when they are unplugged. The hold function works. Battery door is damage. (B) (4).